Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was in safety mode. The device was explanted and returned to guidant for analysis. An x-ray was obtained and the physician observed a fractured with this pace/sense lead near the collarbone. The entire lead system was explanted. A new guidant ICD and lead system were subsequently implanted.